Event description:
The drill was inserted over k wire and was used to drill beyond the fracture location, the distal tip of the drill broke. The part performed as expected prior to breakage. The surgeon was able to use multiple instruments to retrieve approximately 5 loose fragments from the medullary canal. All pieces of the part were extracted from the patient, with no complications reported to date. The product rep states "during the last conversation with the surgeon, there were no issues".